Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1.1 was not detected on bus. A field service engineer (fse) found drawer 1.1 was not detected on the bus and could not be recovered. Upon inspection, a blinking light was observed on the module board. The station was powered down, all rear drawer connections for half height drawer 1 were reseated, and the unit was rebooted. After reboot, the drawer communicated properly, and the customer successfully performed inventory with good results. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower was not detected bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.